Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of greater than 200 ohms. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.